Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2011 via tha. It was reported that the patient complained pain and the stem breakage was revealed by x-ray when she visited to the hospital. Thus, the revision surgery was performed on (B)(6) 2019 by replacing the stem (p/n: 900527210) with the sleeve (p/n: 550503) to size 18-12 due to pain, distal-stem breakage, loosening of the sleeve. The surgery was completed without problem, and the size of the surgical wound was the same as the primary surgery. It was unknown whether there was a surgical delay or not. Dr¿s comment: the sleeve came off with the stem stuck together when the surgeon attempted to remove only the stem, so it was considered that the stem was broken by the stress to the distal end due to the loosening of the sleeve. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.